Manufacturer narrative:
Concomitant medical products: product ID: 8253200, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the nerve monitoring device was cutting in and out during a surgery. There was no patient or staff impact.

Manufacturer narrative:
Analysis of the mainframe found no fault or malfunction with the device. The customer's issue regarding "cutting in and out" could not be verified. The device was tested and passed all manufacturing specifications. Analysis of the patient interface found that the device was not working due to blown fuse. The fuses and worn wave washer were replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.